Event description:
It was reported that the display of the infusion device was defective. His blood glucose elevated to 480 mg/dl at 7:30 pm and he experienced symptoms of vomiting, nausea, frequent urination, and acid on his breath. The patient did not have any other means of treatment and he went to the emergency room. He was treated with subcutaneous injections, saline, and lactated ringers solution.